Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {(B)(6)}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a 26 millimeter (mm) transcatheter valve, the patient had an annulus measuring 67 mm, a pre-existing mean gradient of 39 mm, sinus of valsalva's were greater than 29 mm, and the patient had minimum calcium on the valve. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 mm non-medtronic balloon, which was standard for the implanting physician. The deployment of the 26 mm valve was attempted 3 times at an implant depth of 3-4 mm. At 80% deployment on each deployment attempt, the valve dislodged aortic. The valve was recaptured 3 times following each deployment attempt. Subsequently, the system was withdrawn from the patient, and a 29 mm transcatheter valve was loaded into a new dcs. At 80% deployment of the 29 mm valve, the implant depth was 3 mm on the non-coronary cusp (ncc) and 3 mm on the left coronary cusp (lcc). The 29 mm valve was implanted at a final depth of 0-1 mm on the ncc and 2 mm on the lcc. It was reported that the minimum calcium on the valve contributed to the dislodge. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which confirmed that the intended implant depth was 2-3mm, but there was slight movement of the valve when it was released from the dcs.